Event description:
It was reported that during reprocessing, the inner sheath had a tip beak damaged. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field(s): b5 - describe event or problem updated to add the common device name d2a - common device name corrected with common device name the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the broken tip malfunction: cause of the damage is likely deterioration over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject sheath device had a tip beak damaged. There was no patient involvement.